Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had recurring low battery alerts after less than one week. Customer had previously completed low battery troubleshooting. Blood glucose level at the time of the incident was not provided. The customer reported receiving a low battery alert the day after a battery change. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.